Event description:
The customer reported to baxter (B)(6) a bolsa eva parenteral 1000 ml in which the port was detached. During sample evaluation of the product, cuts were observed in the bag. It is unknown when the condition occurred. There was no patient involvement, injury, medical intervention, or adverse even associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4).a sample was returned for evaluation. Visual and functional tests were performed. The sample was evaluated with leak test and leak in the body of the bag was evidenced. This condition was attributed to incorrect handling by the customer.a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.